Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Reportedly, the pump supplies were reloaded to address the issue. There was no reported impact to the customer¿s blood glucose.